Event description:
It was reported that during a urinary organ procedure, the blade broke during use. Broken piece did not fall into the patient's body. Another device was used to complete the case. There were no adverse consequences to the patient.